Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the ultrasonic air sensor (uas) was falsely alarming. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: b5.

Event description:
Additional information was received that the surgical procedure was completed successfully.

Manufacturer narrative:
Updated blocks: d9, h3, and h6. The field service representative (fsr) duplicated the reported complaint. The fsr replaced the ultrasonic air sensor (uas). The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.